Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The e-200 generator was returned and evaluated by the failure analysis (fa) team and the reported failure was confirmed and replicated. Upon visual inspection, no issues were found that could be related to the reported event. The unit was integrated into a known-golden printed circuit assembly (pca) system, where it successfully powered on and established proper system connectivity. The system diagnostic app (localhost:3030) was used to review health checks, and no system error logs were found related to the reported event. During system drive testing, monopolar ports a and b did not deliver energy, and the e-200 displayed an error message: ¿check neutral pad contact with patient.¿ monopolar and neutral port led lights were illuminated however, the neutral pad indicator on the e-200 screen was red, indicating the system was not detecting neutral/return pad connection. The unit was power cycled 10 times with no changes. Troubleshooting: the neutral receptacle cable was replaced with a known-good (golden) unit and reinstalled back into the system. Following the replacement, the neutral pad indicator on the e-200 screen turned green and monopolar ports a & b successfully delivered energy. The unit was also tested on functional test station 2 where it passed. As a result of this investigation, failure analysis was able to conclude that faulty neutral receptacle cable was likely the root cause of the reported failure.

Event description:
It was reported that during a da vinci-assisted pediatric ureteral reimplantation surgical procedure, when customer was trying to connect a grounding pad, it was not registering to the patient. The customer had tried to replace the grounding pad and connect the grounding to their forearm, with no change. The customer tried to power cycle the system with no change. The customer disconnected while locating the backup e-200. The customer was using an approved e7507 grounding pad. The procedure was completed robotically with no injury/harm to the patient. Isi followed up with the initial reporter and obtained the following additional information: the customer completed the case with the separate back up generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.